Event description:
A nurse was administering doxorubicin ivp through the side port of primary texium tubing and experienced leaking from the tubing's side port. There was a texium device on the end of the doxorubicin syringe and a texium device on the end of the tubing. The nurse reports there was no leaking from the actual device, but there was leakage from the side port itself. She had administered the doxorubicin and had drawn back ns from the flush bag. While pushing in this saline flush (which still has some residual drug in the syringe), she noticed leaking from the tubing side port. She checked to be sure the texium syringe with doxorubicin was screwed tightly on to the side port of the tubing, which it was. She explained that the leaking was coming from between the blue diaphragm and the white border of the side port on the tubing. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
Manufacturer's report date: 03/05/2015. Internal (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.